Event description:
It was reported that the patient presented in clinic for 1-week wound check. Upon review, it was discovered that the implantable cardioverter defibrillator could not be interrogated. It was noted that the device was palpated, multiple wands and programmers were used, but none of them worked and an EKG confirmed the device was not pacing. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to interrogate and no low voltage output were confirmed. As received the device was unable to communicate due to low battery voltage. The cause of the reported events was due to low battery voltage from premature depletion. The cause of the premature depletion could not be determined.